Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced continuous low blood glucose (bg 45 mg/dl at its lowest) at night. Customer's healthcare provider adjusted the pump basal rates to address low bg.